Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: cardiac support specialist. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump had generated a continuous unable to calibrate optical sensor message. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer attempted reconnecting and recalibrating several times. There were no numbers on the pump, so they switched to transduce the central lumen. It was noted that the central lumen arterial line was very poor and inaccurate. An alternate arterial line site was suggested, but the patient did not have another. They agreed to consider asking the md to place a radial line. The patient was awaiting transplant, stable, and ambulatory. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Three gfe attempts were made to obtain this information without success. Complaint record ID # (B)(4).